Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution . The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced injury, pain, suffering, disability and impairment.